Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-00962 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-00975.

Event description:
It was reported after removal of the PICC, I observed almost rupture of the catheter. That could cause catheter embolism. No other information was provided.

Event description:
It was reported after removal of the PICC, I observed almost rupture of the catheter. That could cause catheter embolism. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.